Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿125 mg/dl¿ compared to the doctor meter reading of ¿89 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly was feeling symptoms described as ¿hunger, trembling and blurred vision¿ before the onset of the alleged inaccurate high reading of ¿125 mg/dl.¿ the patient manages his diabetes with self adjusting insulin and took his usual insulin dose on the day of concern. Within 30 minutes of the alleged reading of ¿125 mg/dl,¿ the patient was tested at ¿89 mg/dl¿ on a doctor¿s meter, which he felt correlated more with his hypoglycemic symptoms. He reportedly took two tablets of glucose and slowly felt better. During troubleshooting, the patient noted the unit of measurement was correctly set. The test strips were within the discard date and in good condition. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate high issue. There is no evidence the patient suffered a serious injury as his symptoms preceded the onset of the alleged inaccurate high issue. The lfs product was replaced and requested back for investigation.